Event description:
Co initially rec'd initial report in 2005. 08/2005 subject was previously treated as reported in the hosp report. The diagnosis was severe keratitis with corneal ulcer caused by contact lens. Subject was admitted in 9/2005. Failure to respond to treatment. Corneal ulcer found to be resistant to treatment and indication for punch biopsy was made. Biopsy examined particularly for acanthamoeba and mycota. Both negative. During treatment, amniotic membrane was removed as examination by slit lamp not possible. At discharge, va od: hand motion, os, 20/80. Intraocular pressure (iop): palpable- normal ou. Slit lamp- od: conjunctival injection, cornea disseminated, stroma cloudy, infiltrated demarcated, ac normal and free of irritation. Od: vitreous free, clear, retina attached all sides. Tx: lavasept (5x), ampho (5x), polyspectran (5x), eye protection (cover) at night, boroscopol (3x), and hylocare (5x) lubricants. Follow-up scheduled.